Manufacturer narrative:
During the eval of the device at the MFR¿s service center, an issue was observed during testing. The device was calibrated to correct the issue. Results ¿ the device was calibrated.

Event description:
A ventilator was returned to the MFR for a maintenance check. There was no specific allegation of device malfunction. The device was not in pt use.